Event description:
It was reported that the patient was not receiving optimal stimulation coverage for their pain. Therefore, the patient underwent a lead revision procedure where the spinal cord stimulation lead was replaced (per the physician preference for ease), and the new lead was placed in a better location to provide therapy. There were no patient complications and appropriate stimulation coverage was achieved. The lead will not be returned as it was disposed of by the medical facility.